Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the two runs in question were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 and components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 504783. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 and its components was performed and did not identify any internal or post-production use issues related to the complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 identified two additional complaints potentially related to the reported issue. One ticket was independently investigated, and the other ticket currently remains open pending troubleshooting. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783 was not identified.

Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
One patient result was tested twice with the realtime sars-cov2 assay and generated discrepant results between runs. On (B)(6) the patient sample generated a negative result on the realtime sars-cov-2 assay, which was reported. The primary patient tube was used in this first run. The physicians office used the cepheid assay on the patient sample and obtained a positive result. The discrepancy was questioned with the lab. On (B)(6) 2020 the sample was thawed and an aliquot was transferred into a secondary tube for testing on both the realtime and cepheid assays. On these repeat runs, the patient result was positive on both platforms. There was no impact on patient management as the physician questioned the results.